Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR #2937457-2014-01289, 2937457-2014-01290, 1225714-2014-05284, 1225714-2014-05285, 1225714-2014-05286 and 1225714-2014-05287.